Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem was found during the coronary angiography operation. No service has been performed by philips since customer turned to third party service provider instead. Customer did not reveal further information and clarify the cause of the problem. The investigation concludes that no further action is required at this time. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem was found during the coronary angiography operation. No service has been performed by philips since customer turned to third party service provider instead. Customer did not reveal further information and clarify the cause of the problem. The investigation concludes that no further action is required at this time. The codes were updated based on the investigation outcome. The product UDI, reporting address line 1 and the reporting address city have been updated.

Event description:
It has been reported to philips that during a coronary angiography operation, a tube error was reported on the allura xper fd20 system which resulted in the termination of the operation. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.